Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra 2 meter was reading inaccurately high. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that she had wondered about the accuracy of the meter for a few months. On eight days earlier, at about 11:00 pm, she felt sweaty and tested her blood glucose with a result of 81 mg/dl. She took glucose tablets to increase her blood glucose level. The patient did not receive any medical intervention. She also reported obtaining a result of 172 mg/dl, however, it is unclear as to when that test was performed. She was not tested on any other device. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. This complaint is being reported because the patient alleged she received inaccurately high readings on the lfs product for a few months and afterward experienced a symptom suggestive of hypoglycemia. She claimed she treated herself with glucose tablets. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.